Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axis controller set up joint (acj) 4 board due to error 40084 and 319. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure of the acj board.

Event description:
It was reported that during a training/demo of the da vinci system errors 319 and 31226 occurred on set up joint (suj) 4. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the clinical sales representative (csr) reported to the technical service engineer (tse) that, at the end of the training session, the system presented an issue on arm 4. It was not possible to disable arm 4 and continue operation, as the system remained in an unrecoverable error state. The training had been completed robotically with all 4 arms prior to the occurrence of the issue. Since the issue happened at the end of the training and resulted in an unrecoverable error, no immediate corrective action was possible to continue system operation at that time. The required part was shipped overnight, and service was performed the following morning to restore system functionality.